Event description:
Additional information received from the patient. It was reported that the battery replacement did not resolve the issues that the patient was having and the patient thinks the issue must be the controller. Then controller screen would not display the battery incrementing. A replacement controller was sent to the patient. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated the she will go to charge and her controller shows her that she has excellent recharge quality, but the ins battery will stay in the red or orange. The patient said she has tried unplugging the recharger therapy monitor (rtm) and plugging it back in to get it to finally start working. The patient said the percentage of her ins battery will not increase event after an hour on excellent. The patient confirmed she sees excellent charge quality and her ins is now at 70%. The patient also confirmed that she is at full recharge speed. The patient then noted that her controller has been messing up. The patient said there has been like 3 times during the night that the controller will just turn the stimulation off. On the call the patient stated that she just put her controller down without pressing anything and the controller told her that stimulation was off. The patient has an appointment with their healthcare provider (hcp) next week. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Product ID 97745bp, serial# (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was still having controller issues. It was reported that when the patient was recharging he had excellent coupling while the controller screen was blank and unresponsive. The controller would work without the lithium battery, but became unresponsive when the battery was inserted. Patient was issued a new battery. No symptoms were reported. There were no reported complications and no further complications were expected.